Event description:
It was reported that the iab was used to wean the patient from bypass surgery. Following insertion via the right femoral artery, the pump began to experience helium loss alarms, and blood was noted in the helium tubing. The iab was removed without any patient complications.